Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir lip ring was cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir unable to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer and reservoir tube o-ring. Device received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Manufacturer narrative:
Device received with missing retainer and reservoir tube o-ring. Device received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer.